Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of a damaged catheter was confirmed; however, the root cause could not be determined from the photographs. The photos showed a 22g insyte autoguard bc device with evidence of use. The needle was protruding through the catheter tubing near the tip, which may have affected the reported inability to retract the needle. This type of damage can occur from reinserting the needle into the catheter during the placement procedure. Without the physical sample, the root cause of the reported event could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The nurse was unable to assemble the catheter and found it impossible to retract the needle after the puncture. The device was removed from the patient's arm as it was. No major trauma was observed, only a slight bruise at the puncture site. Date of event unknown.